Event description:
Customer reported the insulin pump alarmed button error. Customer¿s blood glucose was 356 mg/dl, treated with the device. Customer reported she always has the device near her by the shower and today at the pool, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed button error due to moisture damage on the keypad traces. The device had minor scratched display window and cracked reservoir tube lip.